Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician. An inspection was performed and the reported condition was verified. To resolve the issue, the qualified technician performed an ultrafiltration calibration. Troubleshooting and testing were performed and the machine passed all testing requirements. The device was returned to service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 96, "the machine was removing fluid more than what was expected". There was no patient injury or medical intervention associated with this event. No additional information is available.